Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: artoura breast tissue expander 375cc , catalog number texp120rh , serial number (B)(4), lot number 7413822 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction with a artoura breast tissue expander 375cc and experienced deflation on the right tissue expander. The deflation was noticed by the doctor as the doctor observed the slow leak in the tissue expander. As a result, the patient had undergone removal and replacement with mentor gel memory shape gel device on (B)(6) 2018. There were no complications after the surgery.

Manufacturer narrative:
On 06/30/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. Device was processed on 07/02/2018. On 07/18/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received with no fluid. Brown and yellow material was observed on the shell surface. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were observed. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause of the failure could not be determined. At this time is not possible to determine the origin of the brown and yellow material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).